Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, adhesions, inflammation and subsequent surgical intervention. The instructions-for-use supplied with the device lists adhesions, inflammation as possible complications. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2017, the patient underwent a ventral hernia repair and a bard/davol ventralex st mesh was implanted. Sometime after the initial repair, the patient began experiencing abdominal pain at the periumbilical area. On or about (B)(6) 2019, the patient was taken to the emergency room with complaints of abdominal pain, nausea and vomiting. At that time, CT scan revealed inflammatory changes around the mesh and bowel adhesions causing obstructive symptoms and pain. The patient underwent exploratory surgery to remove the adhesions on or about (B)(6) 2019. After the surgery, the patient began again experiencing severe pain in his abdominal region. The patient underwent a second surgery to remove the defective ventralex st mesh on or about (B)(6) 2019. Attorney alleges that the patient continues to suffer chronic pain and permanent disfigurement. It is alleged that the ventralex st failed to reasonably perform as intended. It is also alleged that the ventralex st caused bowel obstruction due to adhesions that had to be surgically removed and necessitated additional surgery to repair the hernia that the ventralex st was initially implanted to treat. Attorney alleges past, present, and future damages, permanent injuries, significant pain and suffering, emotional distress. It is also alleged that the device was defective.